Manufacturer narrative:
(B)(4). Concomitant devices wakayama guiding catheter (manufacturer unknown); headway microcatheter (terumo) and enpower dcb / cable (lots unknown). The headway microcatheter and the rotating hemostatic valve (rhv) were not returned. The microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the core wire and coil were protruding outside the sheath. Unreported coil stretching was also found. The coil protrudes a length of 2.0 centimeters at the distal tip of the skive. There is no mechanical sheath damage at the proximal or distal protrusion site; however the coil is damaged at the distal site. The protruding section of the coil was found to have unreported damage of being stretched at the proximal section. Except as previously noted the remainder of the coil is undamaged. The sheath was found to be fully embedded inside the re-sheathing tool from the v notch to the proximal end. The locking mechanism has compression and stretching damage. The exact circumstances of how and when all the unreported coil stretching occurred cannot be determined. No manufacturing defects were found. The complaint of the pre-score rupture, the resistance during introduction, and the re-sheathing difficulty are all confirmed. The most likely root cause of the pre-score rupture, the resistance during introduction, and the re-sheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have possibly caused a portion of the coil damage, caused the coil to protrude outside the sheath, and produced extreme coil resistance during the attempted introduction into the microcatheter. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the headway microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the pre-score rupture, the resistance during introduction, and the re-sheathing difficulty are all confirmed. The most likely root cause of the pre-score rupture, the resistance during introduction, and the re-sheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of retracting back at a forty-five degree angle. The exact circumstances of how and when all the unreported coil stretching occurred cannot be determined. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Event description:
As reported by the health care professional, the tip of the introducer sheath of a deltaplush microcoil (cpl100306-30 / c27120) was found to be split open and the physician was unable to re-sheath the coil. The procedure was a transvenous embolization of the carotid cavernous fistula to alleviate the pressure of the superior ophthalmic vein. The patient's vessel tortuosity and calcification levels are unknown. To insert the deltaplush coil into the microcatheter the physician placed the distal end of the introducer sheath into the microcatheter hub. Resistance was experienced when advancing the device positioning unit forward and the physician was unable to advance the coil into the microcatheter despite several attempts. The tip of the introducer sheath was then inspected; the distal tip was found to be split open with the microcoil protruding. The physician tried to pull back the microcoil into the sheath but failed to re-sheath the coil. Thus, the coil was replaced with a new one to continue the procedure. There was no damage reported to the microcatheter and the same microcatheter was used throughout the procedure. The procedure was completed without further issues and there were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complained product will be returned for analysis. No further information is available.